Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 0.4cm to 10.7cm from the proximal cut end consistent with lead friction to the ICD can or another device or feature of the heart, UDI and PMA are unavailable as the model/serial are unknown.

Event description:
This report is to advise of an event observed during analysis.